Event description:
It was reported by the customer that a pyxis medstation es system medication information did not cross over the server, preventing a user from pulling a dose of keppra. A patient was described as undergoing a seizure some time later due to the missing dose. The customer added that later, they were able to remove the medication by going into the inventory and using the load and unload functions. No other information was released by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the required medication was not setup in the customer's pharmacy formulary. The customer was instructed on how to add the medication to the pharmacy formulary to resolve. The system functioned as intended.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the medication information did not cross over the server. A technical support specialist found that the required medication was not set up in the customer's pharmacy formulary. The customer was instructed on how to add the medication to the pharmacy formulary to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system medication information did not cross over the server, preventing a user from pulling a dose of keppra. There was a delay in removing medication, causing the patient to seizure later after the missing dose.